Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has had bent cannulas and asked if they could be replaced. Customer's blood glucose was 430 mg/dl. Customer treated with a manual dose of 7 units. Customer stated that no alarm is given when she has a bent cannula. Troubleshooting was performed. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer's settings and programming were reviewed and found to be correct. Customer does not want to remove the infusion set because it is working right now. Customer was advised to change the set, reservoir, and insulin any time that she has to. Customer was advised to call if she has any issues. Customer called again with a blood glucose of 496 mg/dl. Customer had a bent cannula and had not given a manual injection. Customer stated that she had nausea. Customer ran a manual prime and the insulin exited the tubing. Customer stated that the cannula was occluded. Customer will be sent a new serter.